Manufacturer narrative:
B2: date of event - used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tip broke off. The stenosed target lesion was located in the retroperitoneal thoracic duct. A 200 cm x 10 cm fathom -14 guidewire was selected for treatment. During the procedure, the tip of the guidewire separated and was retained within the patient. It was secured in place within the vessel, as the physician's initial plan involved embolization of the vessel with coils. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Changes to supplemental report. B1: added adverse event. B2: added required intervention to prevent permanent impairment/damage. B5: updated with additional information. H6: impact code updated. B2: date of event - used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tip broke off. The stenosed target lesion was located in the retroperitoneal thoracic duct. A 200 cm x 10 cm fathom? -14 guidewire was selected for treatment. During the procedure, the tip of the guidewire separated and was retained within the patient. It was secured in place within the vessel, as the physician's initial plan involved embolization of the vessel with coils. The procedure was completed. There were no patient complications as a result of this event. It was subsequently reported that the device involved was not part of a coil but a fathom wire. The wire tip remains in the patient. The physician expressed no concerns and indicated that no monitoring is planned. The event occurred in the retroperitoneum thoracic duct. An attempt was made to retrieve the tip using a snare.